Event description:
In 2009, the pt reported experiencing blockages on his infusion device (competitor product) for the past 6 months. He stated that when the blockage occurs he will disconnect from the infusion site and prime the infusion tubing, and another blockage is displayed. He then removes the infusion tubing and primes through the tip of the insulin cartridge and insulin drips without error. He stated this normally occurs after the infusion tubing has been in use for 1-2 days. He stated that the issue could be with the insulin. He stated that the blockages normally occur at night and he wears the pump in his pants under the blankets while he sleeps. He stated that possibly his body heat is causing the insulin to crystalize. At the time of the report his blood glucose was elevated to 400 mg/dl. His normal blood glucose level is 150 mg/dl. He stated that he boluses through the infusion device to lower his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.